Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative osteoarthritis. The patella was resurfaced and depuy cement utilized. The post-operative note indicated acute blood loss anemia with a hematocrit level of 32. Hemoglobin noted as stable. There is no evidence of treatment to address acute blood loss anemia. Patient received a right knee revision to address tibial tray loosening at the cement to implant interface. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 19 dec 19 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 28 feb 19 . The powder component was subject to marginal overdose during sterilisation which was confirmed to have no impact on the product performance.